Event description:
It was reported the patient was a car accident victim and was comatose status post hemorrhagic stroke. Device interrogation revealed the patient received 126 shocks due to noise from (B) (6) 2010 to (B) (6) 2010 while in the comatose state. (From time of implant in (B) (6) 2006 to (B) (6) 2010, patient had received 2 unnecessary shocks.) Lead integrity alert did trigger. Lead fracture reported. It was later determined the patient had died (B) (6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement was in the 400 - 600 ohm range until the last 10 weeks of the record. The max range over this interval was 648 - 2864 ohms. The lifetime ventricular sensing integrity counter is 14565 and all counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system. Lead integrity alert triggered was installed and was triggered (B) (6) 2009.